Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 328 mg/dl at the time of incident. The customer's blood glucose was 555 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that they found that the site was disconnected. The insulin pump will not be returned for analysis.